Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. A system check was being performed by tandem technical support, however, the customer declined to complete the check. Customer's blood glucose was around 279 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.